Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device case noted burn marks on the front case. Initial tested confirmed that the device had no telemetry and no output. The device case was then removed, an external power supply was connected and current drain of the device was measured and noted to be appropriate at 8.9 ua. Interrogation of the device was not possible due to memory corruption. Known good memory was loaded into the device and a programmer interrogation was successfully completed. All device current drains were noted to be appropriate. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested and found to be appropriate. Laboratory analysis confirmed the reported clinical observations and determined that the inability to interrogate the device was due to a depleted battery, however, the reason for the battery depletion could not be determined. No higher than normal current drain conditions were noted during testing and detailed analysis.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer and a magnet response was unable to be obtained. It was noted that the device had a battery status of 1 year remaining approximately 6 months ago. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.